Manufacturer narrative:
Olympus contacted the user facility to obtain add'l info regarding this report. The user facility reported that over the course of two days, the subject device was used on five patients after the device was used on a pt later diagnosed with (B)(4). The user facility has identified the involved patients. The hosp reported that the device underwent a pre-cleaning procedure of suctioning in a 50/50 mixture of alcohol and water, then it was cleaned with a brush and enzymatic detergent, following by submerging the device in a 2% glutaraldehyde solution for a minimum of 16 minutes. The cause of the reported phenomenon could not be conclusively determined at this time. If relevant and significant info becomes available at a later time, this report will be supplemented. The subject device is under quarantine at the user facility. The device will not be returned for evaluation. This is one of five reports. Please also cross reference MFR. Report numbers: 8010047-2011-00035, 00036, 00037, 00038. This report is being submitted as med device report in an abundance of caution.

Event description:
Olympus was informed that a diagnostic upper endoscopy procedure was performed on a pt using the same device which was used on a pt whom was diagnosed with (B)(4). There was no info provided on the status of the patients.